Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted but then he started experiencing recurring incontinence. The cuff of the patient's aus was removed. During the procedure a hole was put into the patient's urethra so the replacement was aborted.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted but then he started experiencing recurring incontinence. The cuff of the patient's aus was removed. During the procedure a hole was put into the patient's urethra so the replacement was aborted. There were no other patient symptoms or complications. There were no malfunctions of the device.